Event description:
Additional information received reported suspected "rubbing" of the silicone cover over the electrode at implant. Implantable neuro stimulator testing was done both before and after the "rubbing" and was fine. No further action taken.

Manufacturer narrative:
(B)(4).

Event description:
The info in MFR report 9614453-2011-07059, pertains to this MFR's report. Follow up info to MFR report# 9614453-2011-07059, is being filed in this MFR's report, and any add'l info will also be reported in this MFR's report. Add'l info indicated that the event occurred while the implant wound was being closed after the lead had been implanted. While stitching the wound, the needle accidentally "touched" the lead. The lead was inspected, and there was no damage except for some kind of "very minimal roughness" of the surface of the lead. Sensitivity testing was repeated, and the measurement was the same as before the incident. For extra security the "rough" area of the lead was covered with a silicone cover, which was closed with a thread at each end. The pt was doing "fine" and no problems had been reported and testing results were normal.